Manufacturer narrative:
Affected devices were returned. During visual inspection of returned affected product the investigator was able to confirm customer claim.

Event description:
The customer alleges that "while putting blade on the handle, everything fell apart." No other details were provided and no patient injury/harm reported.